Event description:
A surestep meter to be giving inaccurately low results. As a result of this, family member claimed that the pt was hospitalized. Medical affairs specialist spoke with the family member in 2003 and they provided additional info. They stated that they had bought a surestep kit from a store. They had then sent the kit to the pt within a few days after purchasing it. After pt received the kit, they used the meter and strips for about 2 to 3 days and had "seen normal results". After about 3 days (date unk), the pt tested after lunch and got a reading of 150 mg/dl. Unk how they were feeling at the time, but the family member thinks "they were fine." They then took their oral medication (set dose) of "reclied." Unknown what the mg dosage was or how many pills they took. Later that evening, or "could even be nighttime", they "fell down and was unconscious". Pt was taken to the hospital (unk time frame) and admitted for high blood glucose. The family member did not know any results of the pt's blood glucose in the hospital. Pt was treated with insulin (amount unk) and kept in the hospital for 1 week. They think that the pt is still taking the same oral medications as before. After a few days, they found out that the surestep kit was expired in june 2001. Unknown what the color of the test strips was. The pt had never done a control solution test on the meter when they received it. The family member was then asking for compensation. Medical affairs specialist provided all the info for them to send a written request for compensation. The family member did not have the serial number of the meter. They stated that they will find that out and inform lifescan as soon as they get it. They had already provided the lot numbers of the test strips and control solution. This case is reported because the pt had an adverse event due to the user error of using expired test strips.